Event description:
It was reported that the ilet system exhibited a leaking connector during a supply change when items were connected outside the ilet, which led to a blood glucose of 214 mg/dl; troubleshooting and education were completed, and replacement cartridges were shipped. Customer care provided support that included communication with the caregiver and supply change walkthrough education. Investigation of this case revealed a leakage issue consistent with a seal problem associated with the connector/coupler component of the system. No clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy, though the user reported glucose returned to range without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.